Event description:
It was reported on (b)(6) 2026 that the patient¿s two infusion sets tape were not sticking due to accidentally caught on send tape kit.

Manufacturer narrative:
MDR 8021545-2026-31221 / Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number. Reporting Site: 8021545. Manufacturing Site: 8021545.